Event description:
This rv lead was implanted on (B)(6) 2006. A call to technical services on (B)(6) 2012 states that rep said he just finished changeout of a st jude device. Patient is in afib and they had a dual chamber pacer. Their underlying rhythm is ~ 40 bpm. Rep noted that dr. Takes out st jude device, unscrews leads and patient was conducting on their own. Dr. Then puts the leads into new device and tightens down distal tip of lead. Then he tightens other setscrews. Rep noted that v lead impedance was less than 100 ohms. Device was continuing to pace and dr started sewing up. Rep increased outputs and then ran some more tests and then suddenly impedance was in range at ~ 480 ohms and there were no other problems. What could've caused this to occur? Asked rep if dr. Ever undid the setscrews and he said he had not. He never took device out of pocket. Asked if leads were tested with the psa and they were not. Discussed that there may've been some dried blood or other bodily fluid that caused connection between ring or tip and setscrew to be less than optimal for a short time and once it dried and connection was made, impedance went to in-range value. Rep had been working at (B)(6) medical center in (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).